Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to oversensing. Sense b noise was considered as a potential root cause. Troubleshooting was discussed. Additional information was received detailing that the patient was evaluated. Artifacts were unable to be reproduced. The system was reprogrammed into the secondary vector and x-ray evaluation was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. The electrode was not returned for analysis; therefore, a technical analysis could not be performed. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to oversensing. Sense b noise was considered as a potential root cause. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.